Manufacturer narrative:
Philips service contacted the customer on (B)(4) 2010, regarding this issue. The customer confirmed that their local biomedical engineering department replaced the power plug with a 2x16a + ground power plug and the system is back in service. No further action required. (B)(4).

Event description:
The customer reported that the main power plug on the mobile convenio system was hot.